Event description:
Because of the medtronic infuse used during my spinal surgery I suffered many serious side effects such as pain, a diagnosis of cancer, as well as, limited movement and mental anguish.